Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. Event history log shows a battery depleted error on (B)(6) 2018 and an 1870 error code on (B)(6) 2018. Use testing was performed. The motor and circuit board were replaced in service. The problem source is faulty components.

Event description:
Information was received that the cadd legacy pump has error code 1870. No reported adverse effects.